Manufacturer narrative:
A huge chunk of the battery threads broke off. Then there's a horizontal crack in the battery threads which extends from this area to the left. Also the thin black strip located above the lcd display is missing, and the middle (enter) keypad button is cracked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons of insulin pump was not responsive. The customer¿s blood glucose level was 9.8 mmol/l at the time of incident. Customer stated that the battery compartment was damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.